Event description:
The hosp staff attempted to administer external pacing to a pt (condition, diagnosis and medical history unknown). The pacing current was increased to the maximum level and allegedly there was no pt muscular reaction observed by the operator. A backup pacemaker was made available and used (with the same pacing electrodes and pacing cable) with no other problems reported. The reporter indicated there were no adverse affects to the pt as a result of the alleged malfunction. The reporter did not know the pt's outcome.